Event description:
A 2.5 mm diameter x 15 mm length sprinter rx balloon dilatation catheter was advance through a previously deployed stent to pre-dilate a lesion located in the lad #9. It is reported that the relevant balloon, which was only partially engaged in the target lesion, was successfully inflated three times with no issues reported; however, when deflation was attempted, the balloon of relevant device was not able to be deflated. The physician reported no resistance withdrawing the balloon and stated "it would be possible to be deflated a little". After the procedure, the physician confirmed deflation of the device in vitro without any problems. No abnormalities were noted during the preparation and inspection of the relevant device prior to use. The patient is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. The balloon had been inflated. The distal outer shaft was bunched for approximately 7 mm proximal to the balloon. There was a clear liquid in the inflation lumen and the balloon. There was bunching of the proximal balloon bond and the distal outer shaft. Due to the bunching, it was not possible to measure the proximal bond length and therefore, confirm if the bond had been stretched. The distal outer shaft length was measured and passed specification requirements. Balloon inflation time and balloon deflation time were recorded; both met specification requirements. As per the event description, the balloon which was only partially engaged in the target lesion was successfully inflated three times. Following the third inflation, the physician encountered deflation difficulties and withdrew the balloon from the patient. The physician reported no resistance withdrawing the balloon and stated "it would be possible to be deflated a little". Post removal, the physician confirmed deflation in-vitro with no issues noted. Information received from the account confirmed that the device was not repositioned in the lesion or removed from the patient between inflations. The possibility exists that there was air present within the balloon which may have resulted in the balloon deflating slower, however, this cannot be confirmed. A number of procedural images were provided for review, however based on the quality of the images, it cannot be confirmed if there is air present within the balloon. It is possible that the bunching of the balloon bond and outer shaft occurred during removal of the inflated balloon, however as the physician reported no resistance during removal, this cannot be confirmed. Given that the returned device met inflation and deflation specification requirements the root cause of the reported difficulties cannot be determined. Communication from the field confirms that no abnormalities were noted during the preparation and inspection of the relevant device prior to use. Based on the information available, the device was not identified as the root cause of the event. The reported deflation difficulties could not be duplicated during evaluation of the returned device, therefore, the root cause of the event is undetermined.

Manufacturer narrative:
(B)(4): evaluation results: (the reported deflation difficulties could not be duplicated during evaluation of the returned device). Evaluation conclusion: (cause of event unknown).